Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a chipped case and that the knob was missing. Technical visual inspection noted that the case was in fair condition. Device evaluation found an internal short in the cable. The top case, gasket, cable assembly, small screw cover and large screw cover were replaced. The cable test, crystals test (u/s), shake/rattle test, and final visual inspection were performed and all passed. The root cause was determined to be the internal short in the cable. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
The device was returned for evaluation as the device serial number was listed on the recall advisory. There was no device malfunction nor adverse event reported; however, device evaluation identified an internal short in the cable.